Event description:
The manufacturer was informed on this event through the publication ''durability of the mitroflow surgical bioprosthesis for surgical aortic valve replacement based on prosthesis size'' by mir et al. Based on the information reported on the publication, a retrospective analysis of patients who received mitroflow valve during 7/11/15 to 6/11/17 was performed. Out of the 194 patients included in the analysis, 26 (14.2%) valves met the criteria for structural valve deterioration (svd). Between the groups, there was no significant difference in svd rates [small (15.9%) vs. Medium (16.5%) vs. Large (5.6%); p=0.25]. The time to svd was significantly different between the groups, with the median time to svd (months) being 8.8, 27.2, and 46.6 for small, medium, and large valves, respectively. There is no indication about the patient¿s impact nor treatment as a result of the svd. Based on the author's conclusions, the rate of svd of the sorin mitroflow surgical bioprosthesis is related to bioprosthesis size and that smaller valves fail earlier than larger valves.

Event description:
The manufacturer was informed on this event through the publication ''durability of the mitroflow surgical bioprosthesis for surgical aortic valve replacement based on prosthesis size'' by mir et al. Based on the information reported on the publication, a retrospective analysis of patients who received mitroflow valve during 7/11/15 to 6/11/17 was performed. Out of the 194 patients included in the analysis, 26 (14.2%) valves met the criteria for structural valve deterioration (svd). Between the groups, there was no significant difference in svd rates [small (15.9%) vs. Medium (16.5%) vs. Large (5.6%); p=0.25]. The time to svd was significantly different between the groups, with the median time to svd (months) being 8.8, 27.2, and 46.6 for small, medium, and large valves, respectively. There is no indication about the patient¿s impact nor treatment as a result of the svd. Based on the author's conclusions, the rate of svd of the sorin mitroflow surgical bioprosthesis is related to bioprosthesis size and that smaller valves fail earlier than larger valves.